Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was a patient involvement but no harm.